Event description:
The pump overinfused morphine to a pt. The pump was set to infuse at 3mg/hr, with a concentration of 5mg/cc. The bag was 74cc. After 8 hours, the bag had emptied. The pt was sent to the hosp for two days because of this. The pt has since been discharged back to the nursing facility.